Event description:
As reported by an edwards field clinical specialist, approximately 13 months post implant of a 26mm sapien 3 ultra valve, the patient presented with mild to moderate paravalvular leak (pvl). A balloon valvuloplasty (bav) was performed. A 2nd valve was implanted, and the leak and stenosis were resolved. A one day post operative echo (tte) revealed an aortic valve in valve with normal valve function, mild pvl, av peak/mean gradient 37mmhg/18.9mmhg and an aortic valve area of 1.63cm2. There were no procedural complications. The patient was stable. Upon review of medical records, on a follow up echo (tte), the lv ef was 55.1%, aortic valve peak/mean gradient measured 82/41mmhg with an aortic valve area of 1.18cm2. The patient presents with severe stenosis. This is a combination of patient prosthesis mismatch, elevated flow due to anemia and bioprosthetic valve degeneration. Cardiology progress note reveal 'early deterioration' and severe aortic stenosis. There is moderate pvl around the area of severe annular calcification. The patient has severe aortic valve stenosis, early after tavr. This is likely related to extensive annular calcification, leading to stent frame restriction and early valve leaflet deterioration.

Manufacturer narrative:
The investigation is ongoing. The valve remains implanted in the patient.

Manufacturer narrative:
The 26mm sapien3 ultra valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record review was performed and did not reveal any manufacturing non-conformances that would have contributed to the event. A lot history review was performed and there was no other complaints related to the reported event. The commander delivery system IFU was reviewed for instructions and guidance. Potential adverse events include device degeneration and paravalvular or transvalvular leak. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for degeneration/deterioration and paravalvular leak post implantation were confirmed based on the provided medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training manual revealed no inadequacies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'cardiology progress note reveal 'early deterioration' and severe aortic stenosis. There is moderate pvl around the area of severe annular calcification. The patient has severe aortic valve stenosis, early after tavr. This is likely related to extensive annular calcification, leading to stent frame restriction and early valve leaflet deterioration'. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per medical record, the patient had hyperlipidemia and chronic kidney disease (ckd). Hyperlipidemia and chronic kidney disease are known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis. The presence of hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Since patient had valve degeneration and vast of comorbidities, which could lead to cardiac remodeling over the time, and it could create gap surrounding the implanted valve resulting in paravalvular leak. In this case, available information suggests that patient factors (hyperlipidemia, chronic kidney disease and cardiac remodeling) may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformances were identified during the evaluation. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time.